Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen fractured after the user fell while the device was in a pocket, rendering the screen inoperable although insulin delivery continued; the affected device component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.